Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. The current bg was 300 mg/dl and insulin injections were administered to address the bg level. The customer does not trust the pump and declined tandem technical support's offer to troubleshoot or provide additional information about the high bg. A tandem clinical diabetes specialist (cds) and territory manager (tm) followed up with the customer and had discussed the customer's concerns with the pump and the control of the blood sugar. The tm believed that the customer discontinued use of the pump for insulin therapy and offered the customer assistance when the customer returned to pump therapy.